Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump was leaking and they were allergic to the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a healthcare provider (hcp) regarding a patient who was receiving bupivacaine, fentanyl, and baclofen via implantable pump. It was reported that the hcp was planning to do an MRI (confirmed unrelated to pump/therapy) and the patient told them that the pump is "not functioning" for "quite some time now". The patient clarified that they had not been back to an hcp in 2.5 years so their current pump is empty because they are electively choosing not to have the pump refilled unless they can find "a good doctor" to refill the pump. There was no allegation made against the current pump/therapy. The patient did not have a current managing hcp. He was choosing not to fill his current pump due to an event with his previous pump (B)(4) where the patient's former hcp "od'd me one time". This occurred "(B)(6) I believe of 2016". They stated that after the hcp "pushed that fentanyl into my system he told my wife I was allergic to the medicine" and stated they had to call 911 to bring the patient to the hospital. They stated that is the reason they had that pump replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called and asked if the pump can be silenced or if it has to be turned off permanently. The agent reviewed this information. During the call, the patient mentioned he didn't have enough room on the letter to write his response and offered to tell the agent "what happened." He stated that he was arrested and the people in jail with him wanted to cut the pump out to get the medicine from the pump. The patient repeatedly mentioned being overdosed by his doctor in 2016, and they disconnected the call. He called back and stated they have not had the pump filled for 2-3 years.